Event description:
Battery-/charging issue: not charging. No known consequences, also free swing, patient has fallen-patient was not injured. Patient was having several days of charging issues and then fell today but was not injured. Will send in the device for service, no loaner needed.